Event description:
On (B)(6) 2010, an (B)(6) male pt was being prepared for a craniotomy with a mayfield skull clamp. The mayfield pins were placed into the clamp and the pt's head. The mayfield clamp was set at 50 lbs of pressure. While being positioned, the pt's head slipped and a two (2) inch laceration occurred on the left temporal area. The clamp was removed and the physician cleaned the wound, sutured the laceration and applied a dressing. A second mayfield skull clamp and pins were applied with 50 lbs of pressure, was set without incident. Surgery was completed without any further complications. No stereotaxy devices were used during this procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.